Event description:
A report was received that the patient will undergo an explant procedure as the device causes his pain to increase. The patient has a bump on the center of his back that the patient feels is causing him pain. The physician assessed that it is not infected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead, 50cm.

Manufacturer narrative:
Additional information indicates that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. The patient is reportedly doing well.

Event description:
A report was received that the patient will undergo an explant procedure as the device causes his pain to increase. The patient has a bump on the center of his back that the patient feels is causing him pain. The physician assessed that it is not infected.